Event description:
It was reported, there was a loss of therapeutic effect in 2004 or 2005. There was no known accident or incident related to the complaint. An x-ray was performed in 2006 showing the "wire" was kinked. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).